Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was dislodged. It was also reported that the right ventricular (rv) lead was dislodged. The leads were revised and remain in use. No patient complications have been reported as a result of this event.